Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 1st july 2014. During the investigation the device was failing self-tests due to a shock key error. The fault was traced back to a short circuit of the shock key line to ground via an internal short in capacitor c34. The device successfully passed final unit test (h032-014-004) on the 1st july 2014. Information from the history log shows the device successfully passed all weekly auto self-test up to the 29th july 2018. Therefore, it is concluded the component failed after this date. Furthermore, after replacing c34, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The on/off circuitry was also verified during the investigation, with no fault found. Therefore, it is concluded that the user witnessed the device switching on upon installation of a pad-pak in order to clear the fault mode, caused by capacitor c34, and interpreted this as the device switching on automatically. These conditions are consistent with normal operation on a known good device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device switching on automatically. No patient involved.